Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that during defibrillation threshold testing (dft) with this implantable cardioverter defibrillator (ICD) this patient experienced non-conversion with a 25 and 41 joule shock. Subsequently, the patient required external conversion due to pulseless electrical activity (pea). The patient had an ejection fracture of 10% and was on multiple heart failure medications. A sub q array was implanted with another manufacturer's device. Additional dft testing was not performed.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.